Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that upon inserting the trocar and non-valved cannula for infusion, the cannula had to be reloaded onto the trocar and reinserted. The surgeon noted after inserting and removing the trocar that the cannula was missing from the top and could not be found. There was no patient harm reported. A visual search in the eye and outside the eye was conducted. The patient was sent for x-ray which was inconclusive.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. No sample has been returned for evaluation for the report of broken trocar; therefore, the condition of the product could not be verified. No sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).